Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7058316.

Event description:
It was reported that the patient developed an infection. It was noted that the patients thoracic paddle lead and ipg incisions were both red and inflamed. In addition, the patient had drainage from incision and pain at the thoracic site. The cause of infection was unknown. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and paddle lead were not returned.